Event description:
The customer's wife stated that the customer was treated by the paramedics for a low blood glucose reading of 14 mg/dl. The wife stated that the reservoir was completely empty when they checked it. Troubleshooting was performed and the insulin pump failed the displacement test and alarmed motor error during the manual prime. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.